Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Patient reported a right side deflation. The device has been explanted.

Event description:
Patient reported a right side deflation. The device has been explanted.

Event description:
Patient reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as surgical damage and observed cracked valve seat diaphragm valve. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.